Manufacturer narrative:
Patient demographics (date of birth, age at time of event, gender, weight) were requested but not provided. No further patient information was provided at the time of this report. No additional adverse consequences have been reported from this event. This device is used for treatment. There was no reporter facility or contact information provided, therefore follow up is not possible. Device was not returned therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. The typical cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Unknown device disposition.

Event description:
It was reported via medwatch (mw5069548) that a patient had open reconstruction after a shoulder fracture/rotator cuff tear. The scorpion suture shutter needle tip broke off in a small piece of bone when the surgeon was shuttling the suture. The tip is well encased in bone and the surgeon was unable to retrieve it. The metallic tip is less than a millimeter large and can be seen on the patient's post-op x-ray. Medwatch report states it is not expected to move or cause harm to the patient. FDA medwatch report received contained no facility information or reporter contact information. Follow up is not possible.